Event description:
The customer ran blood glucose tests on 2 contour next meters and received readings of 259 and 35 on one, and 125mg/dl on the other. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse events were alleged. The customer was advised the strips should be returned for evaluation. Product was not replaced.